Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the instrument had the shaft sheath and electrode were damaged at the instrument tip. The tip of the electrode was bent and caused the damage to the sheath. The electrode was inspected and it was found attached to the instrument. Caution should be taken not to retract the electrode into the sheath when the tip is bent. No conclusion could be reached as to how the tip of the electrode was bent

Event description:
It was reported that during a ladg, the electrode was detached. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent